Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (h6 ¿ component code) should be: 525 ¿ tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty (20) years since the subject device was manufactured. Based on the investigation results, coating on the insertion tube of the insertion section was peeled off, could not be identified. The root cause of the subject event was unable to be specified. However, based on results of citr investigation it was confirmed that there is no problem with the existing documentation (*) for the peeling off the coating / marking disappearance on the insertion section for the product broncho-endoscope, and it is equivalent to the risk level already assumed. The below stress may have been applied to the insertion section, resulting in the subject event although the cause of it was unable to be specified. Physical stress such as scratching or bumping the insertion section. Chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual). -stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited insertion section soft tube coating peeling. There were no reports of patient involvement.